Event description:
Approximately one week later, the patient was scheduled for his cardiac transplant and was transferred to the operating room (o.r.). While preparing the patient, the perfusionist disconnected the patient's driveline cable in order to add the driveline extension cable (unknown serial number) and initiated the vad disconnect alarm. The patient is reported to have been on two battery sources at this time. The perfusionist reported that once connected, the controller went blank and the pump took more than thirty seconds to start. Since the procedure was delayed and in an attempt to troubleshoot the issue, the perfusionist then decided to disconnect the driveline extension cable and connect the patient's driveline directly to his controller (without the driveline extension cable) with a subsequent pump start within five seconds. The perfusionist then obtained another driveline extension cable and connected it with a pump start within five seconds. There was no reported patient injury related to these events. A preliminary review of the log files indicated confirmed the vad disconnect alarm with subsequent clearing of this alarm. This was followed by a controller power-up more than twenty-five seconds later; along with two other controller power-ups and a final motor start. It appears that the pump was stopped for a total of one minute and fifty-eight seconds before the pump start. Investigation is ongoing.

Manufacturer narrative:
The controller and the driveline (dl) extension cable were returned to heartware for analysis and testing. Review of the controller log files confirmed the reported power-loss event as seen by the two distinct periods of controller power-loss events. On start-up, the higher motor impedance suggested use of the driveline extension cable. The returned controller passed all visual testing. The driveline extension cable failed visual examination; contamination within the driveline connector was visible. Various tests were performed, but there was no evidence that the contamination would have caused or contributed to the reported event. The returned controller and driveline extension cable passed all functional testing with the test-bed equipment, in addition to supplementary mechanical and thermal-stress testing; the pump functioned as expected without power-losses or failures to start a pump motor. Per the instructions for use (IFU), use of the driveline extension cable is not intended to connect the patient's driveline connector of the pump to the controller. The most likely cause of the pump's failure to start was the result of the high impedance of the driveline extension cable, which can be attributed to the cable's length, thus resulting in power that is less than sufficient to start and run both the controller and the pump. However, there is no indication that the use of the driveline extension cable, when used as intended, would cause or contribute to the reported event. The IFU instructs the user on proper usage of the driveline extension cable. In addition, the IFU provides guidelines to help the user to detect and react to the pump stopping and unsuccessfully restarting. Moreover, heartware's clinical operator training further educates healthcare practitioners about product safety, alarm management, and pump support. The investigation indicates user error by the end user as the most likely root cause of the reported event.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.